Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker had three years remaining and when output was increased it showed less than six months remaining. Boston scientific technical services (ts) believed that the less than six months was based on the implant date and advised to treat it as if elective replacement indicator (eri) was any day. The device had 85-90 day change out window. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this pacemaker had three years remaining and when output was increased it showed less than six months remaining. Boston scientific technical services (ts) believed that the less than six months was based on the implant date and advised to treat it as if elective replacement indicator (eri) was any day. The device had 85-90 day change out window. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.